Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Health professional reported side device removal due to "capsular contracture," baker grade unknown. Healthcare professional later reported "side rupture". Healthcare professional later reported "deflation and exchange". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d1, d2a, d2b, d4, d9, g4, h3, h4, h6. Reason for reoperation: rupture. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening and three openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and stress marks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Health professional reported side device removal due to "capsular contracture," baker grade unknown. Later, healthcare professional reported "side rupture" of a saline device. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Health professional reported side device removal due to "capsular contracture," baker grade unknown. Later, healthcare professional reported "side rupture". Healthcare professional later reported "deflation and exchange" confirmed via mammogram. This record is for the right side. Device remains implanted. Device will be returned.